Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received stating that during use with patient, the flange of the tracheostomy tube broke on the right side. Replacement of the tracheostomy tube was required. No adverse effects to patient were reported.